Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2010. It was reported that the pt lost all stimulation in (B)(6) this year. Reprogramming was done, but the stimulation was intermittent. The pt reports loosing stimulation again and both leads exhibit all invalid contacts. The pt is working with his physician to determine next course of action. No further info is available at this time.